Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of (B)(6) 2018. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue a review of the service history record for sn (B)(4) was performed which confirmed that this device was not returned for service, which correlates to the customer reported issue. Not applicable. Device evaluated by bd service.

Event description:
It was reported that the device had display board segment dim issue. There was no patient involvement.